Event description:
It was reported bd alaris¿ pump module administration set had defective tubing. The following information was provided by the initial reporter: "hiwe have had several transfusion reactions in the last 10 days with the cause determined to be cytokines present in the blood products or residual leukocytes remaining after filtration."

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: a complaint of a filter not working properly was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.